Manufacturer narrative:
(B)(4). Date sent: 1/18/2024. B3: unknown, assumed first day of month that complaint was reported d4: batch # unk. Additional information was requested and the following was obtained: "is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) The additional information has been requested from the complainant but available information is still pending." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the endopouch retriever specimen retrieval bag broke while being extracted from the laparoscopic port site. Contents spilled into the patient.